Event description:
It was reported that the patient presented to the emergency room. Upon review, the right ventricular lead exhibited intermittent loss of capture. A lead fracture was suspected. The lead was explanted and replaced. The patient was in stable condition.